Event description:
On (B)(6) 2025, an (B)(6)-year-old male patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess pta balloon catheter. During the procedure, the balloon was allegedly ruptured at 16 atm inside a patient on fourth inflation attempt. It was further reported that the patient experienced vessel trauma and was sent to hospital to have ruptured balloon removed and another balloon was inflated to block any of the ruptured balloon from migrating. Reportedly, there was a component detachment issues and there was a difficulty in retracting the balloon thru the sheath. The current status of the patient is stable, but the patient lost the fistula.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.